Event description:
It was reported that three days after the implant procedure, the patient developed nerve pain down his left leg. The patient began to fall. His physician was aware, but does not know the cause of the issue. The patient "went in for pain and came out not being able to walk." His feet were like "rubber." Additional information was requested.

Event description:
Additional information showed the was having no therapeutic relief in his legs since three days after the device was implanted. The patient was unable to walk due to the pain in his legs. The patient stated he fell three days after surgery, as well as four or five times within the week of implantation. The patient indicated his legs have gotten stronger since, but he still felt the therapy was not really helping his legs. The patient also reported that since implant, the pain in his back has disappeared. The patient is unsure whether 'this' is related to getting the device or not. He stated that he didn't use stimulation a lot, only when the pain in his legs was unmanageable. The patient reported an emg was done around (B)(6) 2011 or (B)(6) 2012 to see if he had any nerve damage. The patient noted that the doctor indicated the patient had neuropathy and was not ruling out the fact that the patient had diabetes. Five different programs were set and no changes have been made. When the patient changed to a different program it did help a little with the pain in his legs. However, the patient was unable to change programs as the programmer was not working, and was unable to switch to the program he needed. The patient had dropped the programmer. Additional information received also reported that the patient had documented pain and weakness in his legs prior to implant, as well as the same pain and weakness pre and post-surgery. The patient was being treated for this, but it was not an indication for use of device. With respect to the patient outcome, the pain/weakness was not solved, but was being managed by the physician.

Manufacturer narrative:
Lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Recharger model 37752 serial# (B)(4). Programmer model 37743 serial# (B)(4).

Manufacturer narrative:
(B)(4).